Manufacturer narrative:
Continuation of d10: instant detacher product ID unk-nv-ap-ID (lot: unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium prime framing coil failed to detach despite two attempts using the instant detacher and one manual detachment attempt via the hypotube. It was reported that there were no defects with the instant detacher and no attempts were made to detach using another instant detacher. The coil was retrieved and replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing coil embolization surgery for treatment of an unruptured, saccular, left internal carotid artery (ica) ophthalmic (c6) segment aneurysm with a max diameter of 5 mm and a 3 mm neck diameter. It was noted the patient's blood flow was ordinary and there were no abnormalities in vessel tortuosity. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Event description:
Additional information received reported that the cause of the non-detachment was not determined. The instant detacher lot number was d057999. Prior to coil non-detachment, there were no issues encountered, and no pushwire damage was observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.